Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the velour section of the pump cable was confirmed via the submitted photographs. A specific cause for the observed damage could not conclusively be determined through this evaluation. The account reported that multiple inches of the velour section of the pump cable were exposed and a crack in the velour was visible. This crack was noted to be shallow and did not appear to fully penetrate the velour layer. Evaluation of the submitted photographs confirmed cosmetic damage to the velour section of the pump cable, adjacent to the exit site. The patient denies any major trauma and reported that the crack happened spontaneously. Silicone a glue and plumber¿s tape were applied to the damaged area. There were no alarms or adverse patient consequences associated with this event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available and contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic and noted to have multiple inches of velour of the driveline exposed and a crack in the velour close to the exit site. Patient denied major trauma and reported that the crack happened spontaneously. There are no alarms on vad interrogation. The patient was reeducated on driveline care and sterile dressing changes.